Event description:
Dr reports that the sutures are being used on corneal transplants and reports that the sutures broke approximately 2 weeks post-op. Pt was returned to o.r. For resuture. The knots were reported as still intact.